Event description:
It was reported that during the implant procedure, the first two attempts showed small r-waves. The third attempt showed a varying r-wave on the psa with high impedance and a threshold of 1.8 volts @0.5ms. It was also reported that after more than 20 turns the helix would not extend. After a second attempt the helix suddenly "popped out". Examining the lead in a sterile field, it was not possible to extend the helix. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned. The helix would not extend due to dried blood in the tip end of the distal conductor. Electrical testing determined that continuity of the conductors was complete.